Event description:
It was reported that the customer was unable to charge the pump. There was no reported adverse impact to the customer's blood glucose level. Customer was sent a replacement charging cable. Multiple follow up attempts were made to obtain additional information but no response was received.